Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. The customer¿s current high blood glucose 510 mg/dl. The customer had treated with manual injection. The customer declined troubleshoot for high blood glucose. The product was not returned for analysis.